Event description:
It was reported to st. Jude medical that the device was explanted due to infection. The infection is being reported under an agreement that was communicated to FDA on nov. 13, 1997, in which all infections occurring within 30 days of implant shall be reported. This agreement followed an inspection by FDA's san jose office.